Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the calibration on the day of event had an incorrect high cal 1 signal. This shift in the signal was not indicated by a shift in qc recoveries, but had an impact to the results at the very low end of range. A possible cause of the incorrect cal signal could have been an issue with incorrect calibrator handling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) result for one patient sample. The initial result was <0.003 ng/ml and was reported outside the laboratory. The patient questioned the low result due to a past prostatectomy so the laboratory repeated testing. The repeat result on (B)(6) 2013 was 0.118 ng/ml. The result of 0.118 ng/ml was believed to be correct as it was in accordance with the patient history. Information concerning if the patient was adversely affected was requested, but not provided. The total psa reagent lot number was 171687. The expiration date was requested, but not provided.